Event description:
Per the clinic, the patient developed an infection resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)